Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the cmos battery was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect battery has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system displayed "initializing please wait" when starting up and would not clear the prompt. The representative confirmed that the power board for the imaging system was delivering power.